Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6)2023 as a replacement lens. The surgeon reports there was low vaulting. On (B)(6)2023 the lens was explanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the product. Additional notes associated with the return, lens returned damaged, product inspection unable to be performed. Visual inspection found optic torn/deformed and haptic torn, broken and deformed with foreign material on lens surface, specifically fibre. Lens inspection was not performed due to severe damage of the lens returned. Claim#: (B)(4).